Event description:
It was reported that a vns patient had a seizure the day before and a seizure 3 days before then, where the magnet was swiped during each seizure but it did not abort the seizure. The vns device had been turned on. Additional relevant information has not been received to-date.

Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided on the initial report that the patient was feeling discomfort at the incision site, and that she went to the ER and that she had a small seizure. It was reported that the patient had a seizure on (B)(6) 2017 lasted an hour and that has never happened. Event problem codes, corrected data: event problem code for chest pain was inadvertently not provided in the initial report.

Event description:
The patient was feeling discomfort at the incision sites, and that she went to the ER and that she had a small seizure. It was reported that the patient had a seizure on (B)(6) 2017 lasted an hour and that has never happened. As-of (B)(6) 2017, the patient provided that she was still experiencing pain in the chest and neck incision sites.